Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and a amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation and the system remains implanted at this time. No adverse patient effects were reported.